Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy for supraventricular tachycardia (svt) in an episode. The last shock induced the patient into a true ventricular fibrillation (vf). The patient self-converted the shock. A defibrillation threshold (dft) test is planned. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy for supraventricular tachycardia (svt) in an episode. The last shock induced the patient into a true ventricular fibrillation (vf). The patient self-converted the shock. A defibrillation threshold (dft) test is planned. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the dft test was performed. The dft test was successful with conversion. No further intervention is planned. No additional adverse patient effects were reported.